Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for routine maintenance, the monitor would fail to power up intermittently. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, contamination was found on the monitor's main battery connector. The cause for the intermittent failure to power up was the contamination on the battery connector. The root cause for the contaminated battery connector cannot be positively determined. Upon cleaning of the connector the monitor was fully functional. No adverse event resulted from the contaminated connector. The last pt to use this monitor did not report any deficiencies.